Event description:
It was reported that a tibial articular surface provisional instrument was found to be worn. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04): provisional top. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the rail features on the distal side have partially fractured off. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.